Event description:
Air entered the coronary artery during the contrast imaging. Since the patient's blood pressure temporarily decreased, medication was administered.

Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities with the product. No abnormalities were found in the manufacturing records of the product. The reported event may have been caused by air getting due to the contrast being performed with the fixed valve of the product not closed, but the detailed cause could not be identified.